Manufacturer narrative:
H.6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. Trend related investigation was performed, no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that she experienced ulcers in the right eye after contact lens wear. There is no information regarding medical attention sought. The current status of the consumer¿s eye was unknown at the time of this report. No additional information has been requested.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).